Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A site representative reported that, while in a cranial procedure, the navigation system software unexpectedly exited to a blue screen. In trouble-shooting, re-entered cranial software; selected patient exam and advanced to register. Pointmerge registration was present and navigation resumed. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.